Event description:
Report alleges pt's recent mammogram and ultrasound examination indicated small focal areas of silicone were present at the area of tenderness just below the left nipple medially. There appears to be a collection of silicone adjacent to the capsule in the lower aspect of the left breast. The pt states that this is a source of recurrent pain in this area and she would like to undergo the removal of this silicone mass.